Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1408lp reamer broke while drilling on the far cortex of the patient bone. The reamer is lodge into the bone and no floating around, therefore, surgeon decided to leave it inside the patients as he recommended that removing it would cause more harm. The case was completed without further issues. This was discovered during a left distal bicep repair procedure.